Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the driveline fault alarms are indicative of a potential driveline issue. Additionally, review of the submitted photos confirmed superficial damage to the patient¿s driveline. The submitted log file captured numerous and continuous driveline fault alarms. The pump operated at or above the low speed limit for the duration of the log file. The log files appeared to show the system operating as intended. The submitted photos revealed that the outer jacket of the patient¿s driveline was twisted and torn midway between the controller connector and the exit site. It could not be conclusively determined if the underlying layers of the driveline were also twisted. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-19040. No product available for evaluation. The relevant sections of the device history records for vad-19040 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient decided to not proceed with a driveline repair due to financial reason in the event repair did not work and would require a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline fault alarms. The log files confirmed the reported driveline fault alarms. X-ray images opf the driveline were unremarkable. The system controller was exchanged but the driveline fault alarms were still sustained, which was confirmed by additional log files. The patient was asymptomatic. The information in the log files revealed that one of the conductors in phase a had been compromised. Additional log files continued to show driveline fault events, and there were no speed reductions or pump stops during that history. The driveline was twisted approximately 30 cm form the exit site, which was confirmed by additional x-rays. The patient was stable and discharged. There was a plan for a driveline repair on the week of (B)(6) 2023.